Event description:
The customer stated that she opened 2 cartons of test strips and found the caps open on both bottles of strips. She did not allege any adverse events. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received 2 boxes of reagent. One box contained 2 loose test strips. One test strip read 38 mg/dl high, out of spec. The other strips read e11. Performance was satisfactory using iqa retention reagent.